Event description:
The introducer to mentioned filter was in pt. The doctor performing procedure tried inserting filter into sheath but it would only advance 11 1/2". A second filter of a different lot was tried in the first filter's sheath and the same results occurred. The sheath from the first filter was removed and the sheath from the 2nd filter was inserted into the pt, and the second filter was inserted and worked as expected. The original filler and sheath were saved.